Event description:
Complainant alleged that while attempting to defibrillate a 3-month-old patient (gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired; however, they do not believe this was device associated.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device and multifunction cable (mfc) were returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing using defib simulator testing, defib cycle testing, and bench handling without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Review of the device log showed an ECG that appeared intermittent. "Pads off" messages were observed, which indicate the device recognized that pads were attached but it was unable to obtain a valid patient impedance reading. This is typically caused by poor coupling between the pads and the patient but may also be caused by an issue with the pads or poor connection between the device and accessories. Analysis of reports of this type has not identified an increase in trend.